Manufacturer narrative:
The customer feels that the cost for the repairs is too high and they cannot afford it at this time; so at this time, the repairs will not be made.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported ventilator/auto shut down. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.